Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer hospitalized due to high blood glucose level on an unknown date with blood glucose level was over 41.0 mmol/l. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.